Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer stated that she over bolused while doing the correction and the carbohydrates entry without eating before the nap. The customer stated that his blood glucose was reading 0mg/dl when the paramedics arrived. The caller also mentioned being in the hospital for low blood glucose for more than six times since the year 2010. No further information was provided.